Event description:
It was reported that while advancing the recanalization catheter in the left heavily calcified posterior tibial artery, the catheter tip detached and was unable to be retrieved. There was no patient injury reported.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for evaluation. Per the complaint comments, the tip of the catheter got stuck the tip to detach and remain in the cto. It is unknown what caused the tip of the catheter to become stuck in the cto. Based on the available information, the definitive root cause for this event could not be determined.